Event description:
The customer states that his sensor is reading different then his blood glucose. The sensor would say the customer's sugar glucose was at 50 mg/dl when there blood glucose was 141 mg/dl. The customer also received a calibration error. No further information was reported

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.